Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose over 1200mg/dl. The customer mentioned that she stopped using the insulin pump since the event. The caller has been taking shots, but her glucose level was still high. The customer stated that she had an infection on her toe bone and her glucose has been extremely high. The caller was treated with an insulin drip and antibiotics; she had the big toe on her right foot amputated. While troubleshooting the device alarmed button error and the customer was unable to clear the alarm. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.